Event description:
The pt was implanted with a stent on 1/8/97 and immediately felt relief. Two days post-implant, the pt began to feel pain in his colon when moving up and down or side to side. The stent was then resected and removed. The physician felt that the ends of the stent were at a sharp turn in the colon causing pain.